Event description:
It was reported that the patient presented in clinic for arrhythmia. Device interrogation revealed inappropriate shock, under sensing and incorrect interpretation of signal and on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.